Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 48 (periodic history crc failed. Some of the recorded pump history data is missing), pump error 23 (post-reset ram crc alarm), pump error 68 (trace pointers are invalid), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed customer received pump error and power loss alarm. No harm requiring medical intervention was reported. Customer discontinued using the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm, pump error 38, 48, 23 or 68 alarm during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal lowbatteryalert (104) on 11/24/2024 at 10:06:01. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In further analysis of the pump history found multiple pump error 38 alarm on 12/10/2024 from 13:25:29.000 until 16:28:43.000, pump error 68 alarm on 12/10/2024 at 14:04:49.000 and 16:16:42.000, pump error 49 alarm on 12/10/2024 at 14:04:49.000, 14:05:14.000, 16:16:43.000 and 16:17:01.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The following were noted during visual inspection: scratched case. The sc1 cap locks properly in place in the reservoir compartment noted. No power loss alarm noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Pump error 48, 23 and 68 alarm not confirmed. Pump error 38 alarm confirmed multiple times in the pump history, problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.